Event description:
On (B)(6) 2010, the patient reported the up and down buttons of her infusion device sometimes get stuck and work intermittently. She first noticed this as few months ago. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.